Event description:
Boston scientific received information that this device displayed a low out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
A review of this investigation by technical services confirmed that the shocking impedances recorded are within normal range. It was noted that there a couple episodes recorded that show electromagnetic interference on all three channels, and only a few episodes are oversensed. Technical services inquired regarding a potential for specific environmental interference although a possible lead and/or device issue could not be ruled out. At this time the device and lead remain implanted.

Manufacturer narrative:
Should additional information become available, this event will be updated.